Manufacturer narrative:
H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received a total of 49 iag 20ga units as follows: 9007814: 21 units received within sealed packages and 3 inside an open package (1 received a retracted needle-barrel assembly only). 8253636: 25 units received within sealed packages. Visual evaluation: 9007814: open units: hvs gel was present in the spring cavity. Small amounts of hvs gel were observed on the needle cover, on the outer luer thread of the adapter and on the grip of the assembly. Hvs gel was not observed on the catheter tubing. 9007814 & 8253936: sealed units: hvs gel was present in the spring cavity. Hvs gel was not observed on the catheter tubing or external to the spring cavity of the grip. Ftir analysis associated with related complaint investigation confirmed that the material on the surface of the cannula and catheter has the same profile as dow corning 360 medical fluid. This indicates the material on the catheter is the correct silicone lube and not hvs gel, because dow corning 360 medical fluid and the silicone lube used on the product are both polydimethylsiloxane. Hvs gel contains silicone dioxide, which was not evident in the ftir analysis of the material on the surface of the cannula and catheter. Photo evaluation: customer provided two close-up photographs of the cannula and catheter: one shows the needle bevel and the second shows the profile of the needle tip. There is some visible surface variation in the photos due to fluctuating silicone lube thickness across the needle surface. This is a normal appearance of the silicone lube that is applied to the needle and catheter to minimize frictional forces while inserting needle and catheter into the vasculature. Conclusion: investigation did not confirm hvs gel leaking out from the spring to the catheter tubing; however small amounts of the hvs gel were observed on the needle cover, outer portion of the adapter and outside of the grip of the returned samples that had been removed from unit packages. The needle cover is designed with an inner rib that aligns with the hole in the grip where hvs gel is inserted to the spring. If there is excess hvs gel outside of the grip, it can contact the rib of the needle cover. Then when the needle cover is removed from the grip, the hvs gel can be transferred from the needle cover to another component. H3 other text : see section h.10.

Event description:
It was reported that 1 bd insyte¿ autoguard¿ shielded IV catheter from lot # 8253936, and 1 catheter from lot # 9007814, were found with excessive silicone leaking out inside the packaging before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was explained that there was excessive lubricant inside near the spring that was leaking onto the angiocath part as it was found in the package."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8253936, medical device expiration date: 2021-08-31, device manufacture date: 2018-09-10. Medical device lot #: 9007814, medical device expiration date: 2021-12-31, device manufacture date: 2019-01-07. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insyte¿ autoguard¿ shielded IV catheter from lot # 8253936, and 1 catheter from lot # 9007814, were found with excessive silicone leaking out inside the packaging before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was explained that there was excessive lubricant inside near the spring that was leaking onto the angiocath part as it was found in the package."